Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump "sometimes doesn't delivery insulin". The patient indicated that the pump started to sound rough and was making loud noises during the rewind step. The pump history was unable to be reviewed. Troubleshooting indicated that the patient was cycling the cartridges appropriately and was correctly performing the rewind load and prime with battery changes. This report is made based on the allegation of the pump delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 02/08/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose was found to correctly reflect the users programmed basal rates; the pump was found to be delivering appropriately. The black box indicated that the pump was turned off from (B)(6) 2012 starting at 11:56am until (B)(6) 2012 at 11:35am. No basal deliveries or boluses were made during this time period. During testing, a 10 unit audio bolus and a 10 unit normal bolus was successfully performed on the pump and both were accurately recorded in the pump history. A 1 unit per hour basal rate was implemented for a 24 hour duration period and no alarms or issues were noted during testing. The reported complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.